Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 70 to 105 mg/dl. Testing performed four times daily. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(4) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed fasting on (B)(6) 2015 produced results of 226 mg/dl and 234 mg/dl. Verified storage of product is not within instructed specification since they are retained in the vehicle. Test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 70 to 105 mg/dl. Testing performed four times daily. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed fasting on (B)(6) 2015 produced results of 226 mg/dl and 234 mg/dl. Verified storage of product is not within instructed specification since they are retained in the vehicle. Test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:98mg/dl (B)(6) 2015 10:14am . 2:90mg/dl (B)(6) 2015 06:13am . 3:93mg/dl (B)(6) 2015 06:10am . 4:112mg/dl (B)(6) 2015 08:54pm. 5:124mg/dl (B)(6) 2015 07:54pm . Adverse event not reported.